Manufacturer narrative:
H.6 investigation summary : one sample was provided to our quality team for investigation. Upon visually inspecting the product, the tip of the safety sleeve was observed to be broken. Functional evaluations were performed and the injector was able to properly connect to a protector without issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As a device history review was performed for lot 1907106, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the sample evaluation, it was determined this issue likely occurred as a result of improper disengagement of the device. To avoid damage to the safety sleeve grips, the injector must be removed by pulling it straight back and it cannot be forcefully engaged. The instructions for use must be carefully followed when using the phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Injector difficult to engage/disengage one sample was received and sent to jfrl for the investigation: after jfrl investigation it could be concluded: - after a visual inspection, tip of the safety sleeve was broken - no anomaly found after a visual inspection of connection with the protector. Inspections and tests the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300): - visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). - critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301) the following visual inspections are performed by the operator: - safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. - verify the correct welding of the membrane, color and aspect. - cylinder assembly. Piston must be fixed by the safety sleeve. - needle housing should rotate clockwise, and tip of the cannula must be observed. - cannula length (with a caliper gauge). - functionality and piston welding test: quality and functionality of the membrane is verified after be welding and punctured by the cannula. The breakage of the safety sleeve occurs when the injector is not properly disengaged. It is important to hold onto the white part of the injector before engaging/disengaging. Do no touch the blue part: * if grips of the safety sleeve are removed from their place, the injector is activated causing needle exposure. *the injector must be removed pulling it back: if it is removed without doing this the grips are removed from their place and needle exposure happens. If the injector has been forced while engaging, the grips can also get damaged. Instructions in the IFU must be carefully followed to ensure the properly work of phaseal devices. Since the injector received could be properly connected to the protector , no anomaly was found between the connection of the injector and protector and it seems that the injector received by the customer has been forced during the disengage performance as after a visual inspection the tip of the safety sleeve from the injector was broken, root cause can be established as a misuse of the device by the user. The injector must be removed pulling it back: if it is removed without doing this the grips are removed from their place and needle exposure happens.

Event description:
It was reported that that the bd phaseal¿ injector luer lock n35j was hard to remove after drawing up "treakisym" during use, and the notch broke when it was turned "with force". The following information was provided by the initial reporter, translated from japanese to english: "after drawing treakisym, hcp tried to remove the injector however it was hard and the notch broke when s/he turned with force."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j was hard to remove after drawing up "treakisym" during use, and the notch broke when it was turned "with force". The following information was provided by the initial reporter, translated from (B)(6) to english: "after drawing treakisym, hcp tried to remove the injector however it was hard and the notch broke when s/he turned with force."